Event description:
The customer obtained falsely high troponin I results on three plasma samples from one pt. Elevated results of this magnitude might initiate a cardiac catheterization. There was no report of pt harm as a result of this event.